Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz d std 60mm, pn 11-301304, ln 484370; arcos 20x150mm spl tpr dist, pn 11-300820, ln 523110. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05891 and 0001825034-2018-05892. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced right lower extremity foot drop and subsidence greater than 5mm post implantation and the patient experienced difficulty in ambulating. Attempts to obtain additional information have been made; however, no more is available.